Event description:
Per summons: pt (B)(6) was a (B)(6) pt at hospital (B)(6). The (B)(6) (intern) ordered a PICC in order for her to receive outpatient antibiotics (transfer to hospital (B)(6)). When pt (B)(6) developed swelling of the upper extremity, doppler venograms, which were initially interpreted as negative, were ordered. Pt (B)(6) had increased swelling of the upper extremity. A venous ultrasound revealed a non-occlusive thrombus, right jugular subclavian and axillary veins, which were new since the prior study. There was an interval removal of the right subclavian PICC line. There was a negative study followed by a positive study, indicating a PICC induced upper extremity deep vein thrombosis. Even though pt (B)(6) was pre-medicated to lovenox, shortly after the PICC was removed, pt (B)(6) experienced sharp pleuritic chest pain, shortness of breath, shakes, tachypnea and labored breathing consistent with pulmonary embolis. Pt (B)(6) spiral CT was positive for multiple pulmonary emboli, as is documented on the physician progress and nurse's notes.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complaint.